Event description:
The entire device was removed from the pt and replaced because "pt was suddenly totally incontinent, air in whole sys."

Manufacturer narrative:
Pump performed within specs. Cuff performed within specs. Balloon performed within specs.